Event description:
Spontaneous: rn called stating that pt's IV line has clotted and is not infusing. Advised rn pt should go to hosp to have IV line fixed. No other info known. IV remodulin pt. Reported to (B)(6) by health professional.